Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6) hospital (B)(6); reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stone performed on (B)(6) 2026. During the procedure, the cutting wire was fractured and could not be used. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported due to this event and the patient's condition at the conclusion of the procedure was reported to be stable.